Event description:
It was reported that during preparation for a pci treatment procedure, the maverick xl mr 5.5 / 15/ 150 balloon leaked air. The lesion being treated was a calcified, 99% stenotic lesion in the left anterior descending (lad) coronary artery. The maverick xl balloon was replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'